Event description:
During evaluation of a returned spectrum pump, the device door hooks were found bent and out of adjustment. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a door latch issue with bent door hooks. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be out of adjustment upper latch switch. The upper aux requires replacement to address this issue. Additionally in secondary inspection, the door hooks were found bent and out of adjustment, a contributor to the reported problem. Door hook replacement is required should additional relevant information become available, a supplemental report will be submitted.